Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter and wire becoming entangled was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. Usage residues were abundant throughout the sample. The safety button was depressed and the needle was withdrawn into the housing. The catheter appeared to be caught on the wire. The catheter exhibited deformation along its entire length. The catheter was compressed and the distal end appeared knotted around the wire. A longitudinally aligned split was observed within the compressed region. Microscopic inspection of the sample confirmed extensive deformation of the catheter. The guidewire coil was entangled with the catheter and both were adhered together with biological residue. An unidentified fiber was adhered to the abundant blood residue within the entangled distal region. The wire appeared to have become caught on the catheter tip, leading to further catheter deformation during safety activation. The catheter deformation was consistent with attempted insertion against resistance, such as into tissue.

Event description:
It was reported "I received an incident report regarding a accucath incident in the ed. The nurse was advancing the catheter and then tried to retract the guidewire and it wouldn¿t come out of the patients arm. The end of the catheter is knotted and the guidewire is still stuck in the knotted end. About 2cm from the knot in the end of the catheter the catheter has a hole in it and the guidewire is visible. No harm was reported to the patient." Additional info. Received 11/20/2020 "as far as course of treatment altered- the device had to be surgically removed at the bedside with a small incision at the site." "The catheter was never secured because the nurse never got past trying to place the accucath. The date of occurrence was (B)(6)."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev1873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I received an incident report regarding a accucath incident in the ed. The nurse was advancing the catheter and then tried to retract the guidewire and it wouldn¿t come out of the patients arm. The end of the catheter is knotted and the guidewire is still stuck in the knotted end. About 2cm from the knot in the end of the catheter the catheter has a hole in it and the guidewire is visible. No harm was reported to the patient." Additional info. Received 11/20/2020 "as far as course of treatment altered- the device had to be surgically removed at the bedside with a small incision at the site." "The catheter was never secured because the nurse never got past trying to place the accucath. The date of occurrence was november 18th."